Event description:
A customer reported that the system was "extinguished at the end of the procedure and very little light bulb." The system was rebooted and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the reported event of "system shut down on its own." The company representative reinstalled the software to address that nonconformity. The company representative then evaluated the xenon lamp and found that it had 48 hours of life. The company representative then measured the light output on both ports and found them to meet specifications. The company representative then advised the customer in the proper use of the illuminator and illuminator probes. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).